Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) is demonstrating noise on the atrial channel as well as a little noise on the right ventricular rate/sense channel that is resulting in pacing inhibition. It was noted that the representative intends to reduce the device sensitivity on the right ventricular defibrillation lead since defibrillation thresholds were done at least.